Manufacturer narrative:
Product analysis device returned with the filter basket not loaded within the catheter. No deformation to filter basket slight deformation to distal end of floppy tip bent wire deformed delivery catheter kink to delivery catheter catheter deformed tip of recovery catheter capture wire exit port deformed. Remaining section of recovery catheter was not present on the device filter basket was not able to be retracted within the delivery catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the spider fx device was inside the patient when retrieval issues occurred. The device was not over-filled according to the radiograph. The device was intact on removal from the patient. The resistance classify should be moderate resistance, it caused the recovery catheter to deform. Physician tried to recover the device into the recovery catheter but failed. After recovering, it was found that the metal ring of the spd at the opening is too hard to recover into the catheter, but finally used another guiding catheter to recover it. The device was safely removed from the patient no vessel damage was reported according to the radiograph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the spider fx embolic protection device, there was a chronic total occlusion (100% stenosis) due to plaque in the right distal superficial femoral artery and popliteal artery. Artery diameter reported as 7mm. A 7fr sheath and a non-medtronic guidewire were used. After repeated attempts, the embolic protection device could not be retrieved. A replacement spider fx device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.